Event description:
During a remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.